Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure a mitraclip was attempted to be placed, the clip was unable to be closed and a clicking noise was identified when attempted. Troubleshooting was preformed and the clip closed successfully. The clip was removed from the patient, during post-procedural handling of the device the clip appeared to be behaving appropriately. An additional mitraclip was implanted successfully and the final mr was grade 1. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the difficulty closing the clip and noise cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure a mitraclip was attempted to be placed, the clip was unable to be opened. The clip was removed from the patient, during post-procedural handling of the device the clip appeared to be behaving appropriately. An additional mitraclip was implanted successfully and the final mr was grade 1. There were no adverse patient effects or clinically significant delays.